Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006-pt underwent repair of two incarcerated ventral hernias and repair of diastasis recti with placement of two kugel patches. It was noted that the patches overlapped in the middle. On (B)(6) 2008-pt underwent repair of recurrent epigastric and incisional hernia with ventralex mesh, removal of abdominal wall mass including the ring of a prior kugel patch. It was noted that in the area of the epigastric region, there was "visualization of this plastic tubing which was grasped and carefully removed in its entirety from the abdominal wall where it had been the ring portion of a mesh that had previously been placed."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. There is no indication in the info provided which kugel patch the removed ring came from. It was noted in the operative report that the ring "will be sent back to the company as per protocol." However there is no indication that this was done and no sample has been reviewed for eval. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. W/o further info, no conclusion can be drawn at this time. See MDR 1213643-2011-00502 for info related to the other kugel patch implanted on (B)(6) 2006. The medical records refer to the (B)(6) 2008 implant of a ventralex mesh, however there was no indication that there were any issues related to that device.